Manufacturer narrative:
All slings at the location were examined and, apart from washed disposable slings, no problems were established. The clip and label were returned to the MFR for investigation and conclusion. The sling was produced in september 2006. The clip was verified to have broken in hair and a second clip was reported to have had a shut line in the same location. Previous complaints of this nature were reviewed and had the conclusion that the clip suffered breakage in the location noted in this incident because of undue stress during washing and drying (pressing). The clips are sample tested by the supplier and slings are sample tested by the MFR to the swl before delivery. Out of these tests and calculations, it has been established that the horizontal rails on the clips are the points where most stress is loaded. The info in the report and examination indicate that the breakage and stress lines, straight over the length of the clip are not consistent with stress due to normal use and can only be caused by mechanical pressure before the lifting cycle took place. The MFR recommends personnel be reminded to check the lifting equipment before each and every use, and to keep in mind the product lifetime as indicated in the operating and product care instructions of the pt hoist and the sling accessories. This complaint will be added to trending for future analysis.

Event description:
The facility reports during a basic training session, the key trainer was lifting the health care assistant clear of the bed when one clip broke. The assistant was able to support her own weight and injuries were avoided.